Event description:
It was reported that when the company representative took the stimulator out of his trunk stock, it could not be interrogated. There was no response or communication at all. It appeared that the stimulator might have gone into overdischarge. The message screen noted a low battery. The device was not used.

Manufacturer narrative:
The implantable neurostimulator (ins) was received for analysis still in the original packaging. The ins was confirmed to have no telemetry and no output from any electrode pair. The use before date on the box was (B)(4) 2012. The ins had overdischarged in the box prior to the use before date. The ins telemetry was restored after recharging with the physician mode recharge. The cause of the overdischarge while in the box was that the ins hybrid was drawing 31.5 ua of current while in the lock mode. This was caused by a leakage path between the avdd_l283 node and vss in the l283 ic (u2). The root cause could not be determined as the failure cleared when removing the hybrid from the ins can to access the die stack.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.